Manufacturer narrative:
The lot was manufactured february 2, 2017 ¿ february 4, 2017. The device was received for evaluation containing approximately 25 ml of fluid in the bladder. Visual inspection did not identify any evidence of leak in the device. A functional leak test was performed with no issues noted. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor was leaking. Approximately 2-3 ml of liquid was observed within the device between the transparent outer shell and the elastomeric balloon. There was no patient injury or medical intervention associated with this event. No additional information is available.